Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported via voluntary medwatch mw5075452 that a stroke occurred and the patient expired post procedure. On (B)(6) 2016, a 21mm watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure. Post implant the patient remained on a 81mg aspirin. The patient discovered that she was able to tolerate plavix at an unspecified time after the watchman procedure, but it was recommended for her to take aspirin. On (B)(6) 2017 the patient experienced a blood clot in her brain, which led to a stroke. When the patient was admitted to the hospital they were unable to move their right side, speak or write. The patient was administered tissue plasminogen activator (tpa) and was making a great recovery. The patient was able to move, speak, and write with little difficulty. Prior to discharge the patient experienced a second stroke; they were unable to administer another dose of tpa because it was too close to the prior administration. The patient was flown to another hospital for retrieval of the clot in their brain. However, they were unable to remove the clot. The patient experienced the same symptoms as the previous stroke. The patient also had brain bleeds and was unable to swallow food, so a feeding tube was inserted into their nose. The patient remained hospitalized and died on an unspecified date.